Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. Date of event is an approximation. On or around 08/17/2025, the patient experienced a pairing issue with the sensor and eventually removed it. Upon removal, the sensor wire was missing from the sensor pod. The patient alleged that the wire may have remained embedded in the skin. Approximately two days later, the patient reported swelling and pain in the affected area. On (B)(6) 2025, the patient consulted a physician, who prescribed cephalexin 500 mg to be taken for 10 days. Although the patient completed the full course of antibiotics, there was no improvement in symptoms. Swelling and pain in the area persisted at the time of the report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.